Manufacturer narrative:
Samples received: 29 unopened pouches. Analysis and results: there are previous complaints of this code-batch regarding needle detachment. There are no units in stock in b. Braun surgical's warehouse. We have received 29 closed samples. Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received we have noticed that some threads (16 of 29) break easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Remarks: we have informed to the involved personnel of the incidence. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Investigation ongoing.

Event description:
It was reported that there was an issue with the novosyn. During an unspecified procedure, the suture tore at the swage. This occurred with 3 suture packs; 2 were noted to be broken upon opening the packet, and 1 suture was used to closed a wound. There was no patient harm.